Event description:
As reported by our brazilian affiliates, during implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach, the esheath was inserted at a steep angle but there was difficulty when inserting the 14f esheath into patient. After it was inserted, it was not possible to advance the delivery system through the esheath and was stuck in the blue portion. The delivery system was removed through the esheath. After withdrawal, no damage was observed on any edwards devices. The patient suffered an iliac artery dissection, detected after removing the devices, and a stent was required. A new esheath, commander and valve were used. The patient was in stable condition.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio report was provided, and the following was observed: calcification was noted on the access vessel and vessel access appear to have good caliber and not excessive tortuosity. In this case, the complaint inability to advance through sheath was unable to be confirmed since insufficient information was provided, and device was not returned for evaluation. Available information suggests patient factors (calcification) and procedural factors (steep insertion angle) likely contributed to the event as was observed in the provided 3mensio report. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment is captured in the technical summary written by edwards lifesciences, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in system components interfering with access vasculature resulting in additional percutaneous intervention, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. Since no edwards product defects or labeling deficiencies were identified, no corrective actions are required.